Event description:
Customer reported being hospitalized due to low blood glucose levels. Customer stated that she accidently pulled the set out when using the restroom. Customer was advised to monitor pump, blood glucose levles and to discuss reasons for low blood glucose levels with md.